Event description:
Patient reported "woke up with right breast 2-3 times the normal size, it was very, very swollen" and "had some scans completed that found the implant to be ruptured." Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalogobserved broken device.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.the event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "had some scans completed that found the implant to be ruptured" and "implant removal from textured to smooth due to the concerns of the product". Healthcare professional reported left side "implant rupture" and "seroma, negative for alcl". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "woke up with right breast 2-3 times the normal size, it was very, very swollen" and "had some scans completed that found the implant to be ruptured." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional unreported rupture.